Event description:
It was reported that on (B)(6) 2011, outpatient cath/pci with placement of 2.25x18 xience nano rx in mid circumflex. Discharged on asa and plavix. On (B)(6) 2011, direct admission from office after developing chest pain in cardiac rehab. Films reveal 75% focal proximal stenosis prior to previously placed stent. Geographically separate. A 2.25x12 xience nano rx deployed in proximal circumflex. Discharged on asa and plavix. On (B)(6) 2011, admitted through ER with non stemi. Taken to (B)(6) on (B)(6) 2011, films reveal 100% occluded proximal circumflex with thrombus. Ivus to measure vessel. Manual thrombectomy with export catheter. A 3.5x15 xience v rx placed in proximal circumflex and post dilated with 3.5x12 nc quantum apex. Question of plavix resistance. Pt. Discharged on asa and prasugrel. Additional information received from the site stated the patient was discharged the following day [(B)(6) 2011]. The initial outpatient procedure date was (B)(6) 2011; the direct admission from the office and the implant procedure was (B)(6) 2011; the ER admission date was (B)(6) 2011 and the procedure was (B)(6) 2011 and discharge (B)(6) 2011. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.25 x 18 mm xience nano. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, thrombosis, and stenosis/restenosis are listed in the xience v instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Maude report (B)(4).